Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft. Approximately three and a half years post-initial procedure, a suspected type ia endoleak was identified at routine follow-up. Reintervention has not been scheduled. The patient is reported to be asymptomatic.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft. Approximately three and a half (3.5) years post-initial procedure, a suspected type ia endoleak was identified at routine follow-up. Reintervention has not been scheduled. The patient is reported to be asymptomatic. After the initial report, additional information was received that reintervention was completed. An afx vela suprarenal was implanted just below the renal arteries, as a type ia endoleak was suspected. The final angiography and echocardiography showed no endoleaks, and the procedure was completed. The final patient status was not reported.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the reported suspect type 1a endoleak is confirmed. The secondary endovascular procedure is unconfirmed. This is moderately consistent with the reported adverse event/incident. Due to the absence of relevant medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. B2: outcomes attributed to ae ¿ updated. B5: describe event or problem - updated. G3: awareness date ¿ updated. H6: health effect - impact code - remove code 4614. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.